Manufacturer narrative:
The technician found that the brakes were not fully engaged, user error. The technician locked the brakes to resolve the issue.

Event description:
The account alleged the brake casters were not locking. No patient impact.